Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that by the patient that post implant procedure, the left ventricular (lv) lead came loose and punctured the lung. Patient noted experiencing some thumping on the side caused by the lv lead that was adjusted by the manufacture representative. The lead was remains in use. No further patient complications have been reported as a result of this event.